Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have low oxygen, nausea, vomiting, dizziness and rash on face. The patient was prescribed medication in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The allegation, eye irritation was captured in this report which was missed in the previous report. This information was received from the voluntary medwatch mw5106213 the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged sound abatement foam became degraded and caused the patient to have low oxygen, nausea, vomiting, dizziness and rash on face. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. The device was returned to the manufacturer's product investigation laboratory for investigation. They observed an unknown brown contamination on the top enclosure under the right-side accessory door, slight dust-like and fibrous contamination was observed on and around the iso port, brown and black fibrous and dust like contamination on the air inlet of the blower box at the filter area, there were slight potential mineral deposits on the blower motor and the blower box, indicating potential water ingress, a slight black contamination at the blower seal of the blower box that is consistent with the keratin contamination observed, a dust-like and contamination was observed on the blower outlet seal, an unknown white powder or dust-like contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer is unable to address the patient's symptoms. They was able to confirm the presence of degraded sound abatement foam and also confirm the presence of dirt in the air path. In this report, section h6 has been updated.